Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed. A field service engineer (fse) pushed the remote smart service packages for firewall rules and power management; however, the issue was determined to be a physical jam. The full-height drawer was not detecting the closed position. The fse removed the drawer and found that the open/close sensor was loose. The sensor was remounted into the latch catch, and the unit was booted into the hardware test application, where it passed all tests with no issues. The pharmacy technician also tested the drawer in the application via inventory and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station tru drawer 5 failed and required maintenance. Customer tried to recover the storage space, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.